Event description:
This article aims to evaluate the efficacy and safety of percutaneous-endovascular aneurysm repair (p-evar) where large-bore access puncture holes were closed with a suture mediated closure device (smcd). The perclose proglide and the perclose prostyle were used as the suture-mediated closure device (smdc) used during the procedures. Primary endpoints were technical success and primary assisted percutaneous and non-invasive technical success. Safety endpoints were freedom from early peri-operative and late 30-day groin access complications requiring surgical intervention. There were 368 total patients included. Out of 712 groin access sites, 10 experienced continuous hemorrhage that required a surgical cutdown. These complications occurred within the combined cohort using both perclose proglide and perclose prostyle. The article concluded that percutaneous closure was safe and efficient. Specific patient information is documented as unknown. Details are listed in the article, titled "a seven-year single-center experience with large-bore percutaneous closure in endovascular aneurysm repair".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect hemorrhage is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated d4: the UDI number is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate med/watch report number. Literature attachment: article titled "a seven-year single-center experience with large-bore percutaneous closure in endovascular aneurysm repair".